Event description:
It was reported that when the patient presented in clinic for a routine follow-up the device exhibited far field p-wave oversensing. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.